Event description:
It was reported that during a da vinci si prostatectomy procedure, a wire broke off the maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed pitch cable at the distal clevis hub. The frayed strands were sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observation not reported by the customer was deep scratches on the main tube. The distal end of the main tube had various scratch marks with light material removal. Scratches are 0.125 - 0.300 inches in length and were not aligned with the tube axis. No other damage found. Evidence not conclusive but main tube scratches may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction and main tube scratches found during failure analysis could cause or contribute to an adverse event, if to reoccur.